Event description:
It was reported that the patient presented for a follow-up visit at the clinic. The patient was experiencing reduced exercise tolerance, fatigue, shortness of breath, and arrhythmia. It was noted that the premature ventricular contractions (pvcs) burden had increased since the placement of the left bundle branch area pacing lead (lbbap). The lbbap lead was explanted and replaced with a new right ventricular lead, which was placed in the right ventricular apex. The patient remained in stable condition.

Manufacturer narrative:
The reported event was ¿increased pvc burden since placement of the left bundle lead¿. A complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.